Event description:
A facility reported that a month after meningioma surgery, duragen was explanted due to suspicion of infection. Location of infection is in the right temporal lobe fornix. After treating the infection, the patient became stable. Medication administered to the patient: meropenem, vancomycin, ceftriaxone.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Duragen ((B)(4)) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Additionally, no retain samples evaluation was recommended and device history record (DHR) could not be reviewed because the product lot number was not specified. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.